Event description:
It was reported that the right ventricular (rv) lead became dislodged the day after implant. The dislodgement was discovered five months later when the patient received approximately thirty inappropriate shocks. Patient follow-ups with the clinic did not occur following original implant. The lead was explanted and successfully replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).